Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call blank display on the insulin pump. Customer's blood glucose level was 440 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump was performing normally and then it turned off on its own. Customer advised they replaced the battery and put in a new battery and received a failed battery test. Troubleshooting did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No damage on the isolation tape was noted on the lcd board. The pump was downloaded properly to care link pro. However, several alarms were found in the alarm history file. The alarms were due to a corrupted history file. The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.